Manufacturer narrative:
Please note that device (lot# unk) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluaton and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the affiliate indicated that during an academic conference that was the 15th annual meeting of the society of interventional cardiology in other country, the following information was reported: the stent fracture and restenosis was documented.